Event description:
The report alleges that a walkmed 350 ambulatory infusion pump did not completely infuse. According to the report, the pump was set to infuse for 4 days at 2 cc/hr. During therapy, the pt noticed that the drug reservoir was not emptying. The pt did not call the clinic, but instead brought the pump back. The clinic observed that the drug reservoir was almost full and that the pump settings were correct. There was no report of pt injury.